Event description:
The customer called and reported her blood glucose went up to 435 mg/dl. Customer reportedly gave herself 20 units of insulin while the infusion set needle was not correctly inserted, as she forgot to remove the needle guard. The customer's most recent blood glucose was 405 mg/dl. It was advised that the customer change out the set and the customer disconnected the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.